Event description:
It was reported by the company rep that the handles are breaking at the finger rest, the insulation, or at the cautery post.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed. Note: the reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.